Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited "no audio alarm". No patient involvement reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a power up self test was performed. Customer problem was duplicated. The pump had no sound or low sound frequency. The root cause is unknown, so the front speaker and rear beeper were replaced.